Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the [ankylos] implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported fractured screw. Patient with all-on-6 restoration lost the implant (infection) and one of the screws were found fractured. (B)(6) 2026 dimbe718: fracture of screw with implant removal.